Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump once had multiple issues. The customer's blood glucose level was unknown at the time of the incident. It was reported that the insulin pump had scratches on the screen that effect the visibility. It was reported that the customer had difficulty to see. The insulin pump had cracks in casing, chips, or hairline fractures. The battery cap had worn and battery or reservoir threading did not seem to lock in very well. The insulin pump had rejected new battery, motor sounds labored, and the buttons were less responsive. The act button had to be pressed twice. The insulin pump had motor error and an unspecified insulin pump error alarm. The device will not be returned for analysis.